Manufacturer narrative:
Investigation summary: investigation flow: visual. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot number: 6957266) was received at us cq. Upon visual inspection, the ball and compression spring components are missing. The shaft tip is also bent backwards. Document/specification review: no design issues or discrepancies were identified. Dimensional inspection: dimensional analysis on the hole for the missing ball and compression spring components could not be performed due to deformation from the staking process that happens during final assembly. Dimensional analysis on the bent shaft tip could not be performed due to device geometry and post-manufacturing damage. Conclusion: the overall complaint was confirmed for the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot number: 6957266) as the ball and compression spring components are missing and the shaft tip is bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 357.402. Synthes lot number: 6957266. Supplier lot number: n/a. Release to warehouse date: jun 06, 2012. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 24, 2020, a locking bolt measuring device was found broken during reverse logistics audit of the returned device at millstone. There was no patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).